Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. The proximal aortic neck was 22.9 mm in diameter and 17.5 mm in length. The distal aortic neck was 32mm in diameter. It was reported that during the index procedure, the physician implanted the bifurcated stent graft in the proximal aortic neck that contained large amount of thrombus, causing the bifurcate to slide down. While deploying the stent graft the physician could not keep the stent graft at the level of the renal artery. Upon final angiogram, there was no evidence of a type ia endoleak however, the physician implanted an endurant ii 32x32x49 cuff resolving the event. The physician stated that the cause of the inaccurate delivery of the bifurcate was due to the patient¿s anatomy; thrombus in the proximal aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).